Manufacturer narrative:
Info initially reported to synthes on (B)(6) 2008 and was determined to be not reportable. On (B)(4) 2010, synthes performed a complaint history review and updated the complaint to reportable based on the complaint trend. Date of this report based on the date of the complaint history review. Subject device is an instrument and is not implanted. A review of the design and complaint history was performed. This was the first reported instance of the failure mode related to slipping. The error was found to be due to use of the drill guide as a soft tissue retractor.

Event description:
During a posterior cervical procedure, the drill guide was set at 14mm. Reportedly, the safety latch came in contact with soft tissue or the retractor which allowed the drill bit to advance 6mm past the 14mm set point. Intraoperative neuro monitoring negative for complications, no bleeding noted at site. Postoperative f/u with surgeon revealed no complications related to the this issue.